Event description:
Two microvasive snares have malfunctioned during endoscopy procedures. Snare either did not come out of cannula, failed to expand or would not cut. Did not impact pt except delayed procedure.